Manufacturer narrative:
Analysis of the lead (va10786) found that the lead body outer insulation was separated at a butt joint on the proximal end.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that while placing the percutaneous extension and boot onto the lead, the hcp noticed the insulated portion of the lead was missing right below the electrodes. The hcp removed the lead and replaced it with another lead. The issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.